Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered vaginal pain, recurrent infections, urinary problems, urinary incontinence, difficulty and pain during sexual intercourse, vaginal odor, vaginal discharge, abdominal pain, pelvic pain, pressure, and overactive bladder. No further info has been provided.